Manufacturer narrative:
A device code (a code) was updated. The alarm trace showed that on (B)(6) 2023, there were 66 abnormal low signal alarms and 2 abnormal measuring cell condition alarms which resulted in the measuring channel 1 being masked. The alarm trace also showed a history of abnormal low signal alarms on the system with 250 clots detected throughout (B)(6) 2023. On (B)(6) 2023 the preventive maintenance was done and the pinch valves were replaced. On (B)(6) 2023, the measuring cell alarms continued prompting the field service engineer (fse) to replace the pinch valves. The fse investigated the instrument but found no cause for the alarms and on the above two interventions. He replaced the pinch valves again on (B)(6) 2023 and then again on (B)(6) 2023. The replaced pinch valves were not available for further investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 7 patients' samples tested with elecsys ft4 g4 assay and 3 patients' samples tested with elecsys psa assay on a cobas e 801 analytical unit. Ft4 g4 tests: initial results: all 7 samples: >100 pmol/l. Repeat results: sample 1: 17.4 pmol/l; sample 2: 19.5 pmol/l; sample 3: 17.0 pmol/l; sample 4: 18.5 pmol/l; sample 5: 13.0 pmol/l; sample 6: 15.9 pmol/l; sample 7: 20.0 pmol/l. Psa tests: initial results: all 3 samples: < 0.05 ug/l. Repeat results: sample 1: 0.22 ug/l sample 2: 2.43 ug/l sample 3: 0.56 ug/l the repeat results were deemed to be correct. Reportedly a corrected report was issued for all the above samples.

Manufacturer narrative:
The ft4 g4 reagent lot number was 67063401. The expiration date was not provided. The psa reagent lot number and expiration date were not provided. The field service engineer (fse) noticed multiple low signal alarms. The fse advised that there was an issue with the pinch valve tubing. Investigation is ongoing.